Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the distribution node (dn) to rear cable was cut severing the rear tes from the cable and the rest of the belt. The cause of the test failure was the severed dn to rear te cable. The root cause of the severed dn to rear te cable cannot be positively identified, but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.